Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display is dim and unable to be read safely by the patient. The issue was noticed 5 months prior to the complaint and the issue has progressively gotten worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/07/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:during testing, the display was found to be dim and discolored with fading lettering. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the top of the compartment to the pump case seal. Also unrelated to the complaint, evaluation revealed that moisture corrosion was observed in the battery compartment and on the battery cap. The pump failed a leak test during investigation. The pump cover was removed and no moisture was observed in the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.